Manufacturer narrative:
Date of submission (B)(6)2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the black box showed loss of prime alarms had occurred. The force readings did not reach zero. The rewind, load cartridge, and prime steps were performed successfully. The force sensor calibration test confirmed the force sensor was detecting the correct force. The pump was exercised for 24 hours with no loss of primes occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.